Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed noise that was oversensed and led to pacing inhibition of an unknown duration. The health care professional (hcp) reported that the patient was to be seen for follow up. The local boston scientific field representative was unaware of any additional information. The lead remains in service. There were no adverse patient effects reported.